Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint of leakage from the coldwell of the thermogard console (sn (B)(6)) was confirmed during the visual-functional inspection. The root cause was a broken tubing connecting the coldwell tank to the coolant sensor block, likely due to the age of the console and thermal cycling of the tubing. The thermogard console was manufactured in november 2014 and is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console showed no apparent physical damage. A review of the event log data showed no significant error messages or discrepancies. Preliminary functional testing could not be performed due to the broken tubing that connects the coldwell to the coolant sensor block. The coldwell assembly was replaced to address the problem. Following service, including the replacement of the coldwell assembly along with the drip tray and fastening cables, the thermogard console passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
The thermogard console in complaint was returned to zoll on 05 april 2024 for evaluation. However, the investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
During the initial setup and inspection of the thermogard xp ivtm system (sn (B)(6)), the customer used water to fill the coldwell. However, water leaked out from the bottom of the console. During an internal inspection, biomed found that the tubing from the lower part of the coldwell assembly to the level sensor had become separated. Biomed used special glue for metals, but the issue was not resolved. No patient involvement.